Event description:
Customer stated "wont defrost" reference repair order (B)(4). Ref e-complaint (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings e-complaint (B)(4). Was the complaint confirmed? Yes. Distribution history the complaint unit was manufactured at csi in 1996 per tech note. Manufacturing record review a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review the incoming inspection review is not applicable for this complaint condition. Service history record no service history record found for this complaint unit. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions; some of the complaints were from wear and tear, and some complaints from mishandling. Product receipt the complaint unit was returned for repair on 10/03/2019 under repair log (B)(4). Visual evaluation visual examination of the complaint unit revealed physical damage. Functional evaluation complaint unit was functionally evaluated and found not to function properly. The unit was noticed with broken insulator tube, leaking valve body o-rings and dirty pulse assembly. The unit has been in field since 1996, 23 years old. The age and use are the main contributing factors for this complaint condition. After replacement, the unit function was verified with qa specification form-prod 263. Root cause while no definitive root cause could be reliably determined, this issue may be due to wear and tear over time. Correction and/or corrective action the product was repaired and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is required at this time. This is not an assembly issue. No further training is required at this time. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Customer stated "wont defrost". (B)(4).